Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The device did have a faulty scope socket. When the scope was connected to the unit, a "b30" error message (no image) was displayed. The device was tested with a test scope socket and support coil. The unit passed functional inspection. The scope was also tested with 180 and 190 model scopes as well. The front panel was chipped/bottom of scope socket, which may cause a leak. The lamp had five hundred (500) hours with a non-olympus lamp. The customer elected to remove the light source lamp replacement as the biomedical engineer at the facility would change the lamp when the unit was returned from olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the output connector socket on the evis exera iii xenon light source was cracked/damaged. The issue was detected during preparation for use for a colonoscopy procedure. The intended procedure was completed with the same device with no surgical delay. No other device was involved in the event. No patient harm reported. During the evaluation of the device, it was noted a "b30" error message (no image) occurred. This report is to capture the reportable malfunction of the "b30" error message (no image) occurred noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the device was manufactured. Based on the results of the device inspection, it is likely that the cause of the reported phenomenon was a defect in the communication or that an unreasonable force was applied when the scope was attached. A definitive root cause cannot be identified. The instructions for use (IFU) instruction manual state: - IFU states as follows: ¿do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ olympus will continue to monitor the field performance of this device.